Event description:
It was reported the patient had not charged the ipg in over a year. A company representative met with the patient and tried to connect to the ipg however the programmer would not connect. The patient is wanting to replace the ipg. Surgical intervention will be taken to address the issue.

Event description:
Follow up information indicated the patient had surgery to replace the ipg. Reportedly therapy was restored post-operatively.